Manufacturer narrative:
An injury occurring in this manner would mean the belt or arms were not properly positioned before/during the lift. This could be because of improper belt size or the appropriate hook on the belt was not used. If the arms were inside of the belt during transfer the arms would have been squeezed causing pressure on the humerus. Since the incident, staff has had in-service training to make them aware of safety info regarding the use of sit-to-stand lifts.

Event description:
During a transfer from bed to wheelchair via a stand, the cna heard a snap. Concerned that the stand belt had snapped the cna quickly lowered the resident into her wheelchair. The stand belt was still intact and the machine was still in working order. The aid performing the transfer had the shortest loops of the belt hooked onto the stand. The sling was up under the resident's arm and digging in which is very uncomfortable. After the transfer the resident complained of pain in her right arm. X-rays showed she had a spiral fracture in her humerus.